Event description:
While performing preventive maintenance, the tech discovered the head section could not be raised.

Manufacturer narrative:
The tech found the head section down solenoid valve was stuck open. The tech replaced the valve to repair the bed.